Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2013. A post-hysteroscopy was performed which did not reveal any untoward findings. "Approx 8 hrs post-procedure, the pt was seen in the emergency room. A CT [computed tomography] scan indicated a possible bowel perforation and the pt was taken for laparoscopy. It appeared to [the physician] that the "two ends of the novasure burned through the fundus." There was a small bowel perforation associated with cautery effect which was resected followed by re-anastomosis. The pt tolerated the surgery well and is recovering."